Event description:
It was reported that a patient, underwent a right atrial flutter procedure with a celsius¿ electrophysiology catheter and suffered dissection of the tricuspid valve which required open heart surgery and prolonged hospitalization. The patient¿s medical history is unknown. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this could be related to turning off the high impedance cut off. Per stocket generator IFU: the maximum impedance cut-off monitors impedance between the connected catheter and the stockert 70 rf generator. When impedance increases over the adjusted maximum impedance cut-off value or is infinite (e.g. If the connection to the catheter is broken) the stockert 70 rf generator will switch off automatically and the error message ¿imp too high¿ will be displayed. Standard value is 250 oms.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).